Manufacturer narrative:
This report is filed may 17, 2016. The implanted device remains.

Event description:
Per the clinic, the patient experienced granulation tissue and discomfort at the abutment site. Subsequently the site was debrided and cauterized (date not reported). The implanted device remains.

Manufacturer narrative:
Per the clinic, the patient underwent revision surgery (B)(6) 2016; the abutment was removed and a magnet was placed. The implanted device remains. The implanted device remains.